Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, the vessel locator wings would not stay open and prematurely collapsed. Hemostasis was achieved using manual compression. The pt had a prior arteriotomy in the target groin and scar tissue was present. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.